Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient has a history of (B)(6) patient came to the emergency room for weakness/dizziness and received 1 unit packed red blood cell for hemoglobin 6.6. Patient agreed to be admitted but ultimately left against medical advice. It was a confirmed driveline infection, recurrent bacteremia. Patient finished a course of IV rocephin on (B)(6) 2021 then transitioned to keflex 500mg taken by mouth, three times a day, and doxycycline 100mg taken by mouth, three times a day, for suppression. Patient was known to be noncompliant with medication and treatment.